Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that the vizigo¿ valve had high resistance. It was impossible to introduce the dilator. No adverse patient consequences were reported. The resistance with sheath is not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. An increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation on 15-nov-2022. On 16-jan-2023, it was found that the hemostatic valve was dislodged inside the hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 16-jan-2023..

Manufacturer narrative:
Date of event is unknown. Therefore, this field was populated with (B)(6) 2022 which is the manufacture date of the device, as the event would have occurred after the manufacture date. The biosense webster, inc. (Bwi) product analysis lab received the device on 15-nov-2022. The device evaluation was completed on 16-jan-2023. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Some bents on the dilator were observed. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the resistance with the sheath, however, this cannot be conclusively determined. A device history record evaluation was performed for lot 50000128 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).